Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "infection" and "urinary frequency" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient experienced a bladder infection and frequent urination. The patient is on two different antibiotics after meeting with their physician. They wanted to increase stimulation as they are voiding every hour. They did not increase stimulation when they were on the phone with customer care. The patient is requesting a call back from their local care team. The local care team does not make changs to the stimulation when the patient has a uti. The patient will need to complete treatment and then reach out if they continue to have concerns.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient experienced a bladder infection and frequent urination. The patient is on two different antibiotics after meeting with their physician. They wanted to increase stimulation as they are voiding every hour. They did not increase stimulation when they were on the phone with customer care. The patient is requesting a call back from their local care team. The local care team does not make changs to the stimulation when the patient has a uti. The patient will need to complete treatment and then reach out if they continue to have concerns.